Event description:
A report was received that the patient developed pain around the pocket due to putting pressure on the ipg site. The patient underwent a revision procedure. The patient was reportedly doing well post operatively.